Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left essure spring moved into uterus/ migrated to the uterus"), device dislocation ("essure migrated to the fallopian tube"), pelvic pain ("pain/ pelvic pain"), pregnancy with contraceptive device ("pregnant with essure micro insert"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ eggs were badly damaged upon coming through my tubes") and seizure ("seizures") in a 24-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2003,(B)(6) 2006)) and recurrent pregnancy loss. Concurrent conditions included overweight, hypertension, abdominal pain, vomiting and menses irregular. Concomitant products included citalopram, lisinopril, oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced rash ("skin rash/ rashes"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2008, the patient was found to have weight increased ("weight gain"). In august 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced urinary tract infection ("uti/ utis"). In (B)(6) 2010, the patient experienced eye pain ("eye pain behind left eye") and vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premenstrual dysphoric disorder ("hormonal changes describe:pmdd") and visual impairment ("weakenes vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6) 2018. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, eye pain, fatigue, weight increased, depression, anxiety, mood swings, vision blurred and visual impairment outcome was unknown and the pelvic pain, seizure and rash had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye pain, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, rash, seizure, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The plaintiff experienced another pregnancy episodes with essure captured under case 2019-025227, 2019-025232 and 2019-025235. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in june 2009: fallopian tubes had not occluded.. Pathology test - on (B)(6) 2018: cervix·: chronic cervicitis - endometrium: proliferative pattern - myometrium: non-polarizable foreign body with associated giant cell reaction - fallopian tubes: with bilateral coiled metal implants and no pathologic changes·. Ultrasound pelvis - on (B)(6) 2008: there is a 2.2 cm cyst in the left ovary which is likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, seizures, abnormal vaginal bleeding, dyspareunia, pelvic pain, device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter's information and lot number was added. Events added: pmdd, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), pregnant with essure micro insert, device ineffective, infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, migration of essure device location of device: left essure spring moved into uterus, migrated to the fallopian tubes, nausea, seizures, dysmenorrhea (cramping), dyspareunia, blurred vision. Eye pain behind left eye, fatigue, weight gain, depression, anxiety, mood swings. Event outcomes were updated. Medical history and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left essure spring moved into uterus/ migrated to the uterus'), device dislocation ('essure migrated to the fallopian tube,migration'), pelvic pain ('pain/ pelvic pain, chronic pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ eggs were badly damaged upon coming through my tubes') and seizure ('seizures') in a 24-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2003,(B)(6) 2006)), recurrent pregnancy loss and chest pressure. Concurrent conditions included unilateral leg swelling since (B)(6) 2010, swelling arm since (B)(6) 2010, urination pain since (B)(6) 2009, overweight, hypertension, abdominal pain, vomiting, menses irregular, allergic reaction to analgesics, increased urinary frequency, burning micturition, vaginitis, insomnia and low grade squamous intraepithelial lesion. Concomitant products included cefalexin monohydrate (celex) since 2017 for depression, lisinopril since 2017 for hypertension, topiramate (topamax) since 2017 for seizures as well as citalopram, drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), oral contraceptive nos from 2006 to 2008 and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced headache ("headaches") and nausea ("nausea"), 3 days after insertion of essure. In (B)(6) 2008, the patient experienced skin disorder ("skin rash/ rashes,rashes or skin conditions type bumps all over the body") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and anxiety ("anxiety"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower abdominal lower right side lower left side,abdominal pain"). In (B)(6) 2008, the patient experienced depression ("depression,psychological or psychiatric problems condition: depression,psych injury related to essure"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert") and experienced abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("mood swings,hormonal changes"). In 2008, the patient experienced migraine ("migraines"). In (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti/ utis"). In (B)(6) 2010, the patient experienced eye pain ("eye pain behind left eye") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe:pmdd"), visual impairment ("weakenes vision"), neck pain ("pain in base of neck"), genital haemorrhage ("bleeding"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, premenstrual dysphoric disorder, vaginal haemorrhage, heavy menstrual bleeding, eye pain, depression, anxiety, vision blurred, visual impairment, dysgeusia, neck pain, back pain and intermenstrual bleeding outcome was unknown and the pelvic pain, seizure, skin disorder, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, mood swings, abdominal pain lower, genital haemorrhage, hypersensitivity and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye pain, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, mood swings, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, seizure, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The plaintiff experienced another pregnancy episodes with essure captured under case (B)(4). This is retain case duplicate of ((B)(4)) this case insertion date on 2007 date controversy as per summons duplicate case initial documents. Plaintiff received treatment for allergy,psych injury and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes had not occluded. Results: total bilateral occlusion failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2008: result: failure to occlude. Pathology test - on (B)(6) 2018: cervix·: chronic cervicitis. Endometrium: proliferative pattern. Myometrium: non-polarizable foreign body with associated giant cell reaction. Fallopian tubes: with bilateral coiled metal implants and no pathologic changes·. Ultrasound pelvis - on (B)(6) 2008: there is a 2.2 cm cyst in the left ovary which is likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left essure spring moved into uterus/ migrated to the uterus'), device dislocation ('essure migrated to the fallopian tube,migration'), pelvic pain ('pain/ pelvic pain, chronic pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ eggs were badly damaged upon coming through my tubes') and seizure ('seizures') in a 24-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2003,(B)(6) 2006)), recurrent pregnancy loss and chest pressure. Concurrent conditions included unilateral leg swelling since (B)(6) 2010, swelling arm since (B)(6) 2010, urination pain since (B)(6) 2009, overweight, hypertension, abdominal pain, vomiting, menses irregular, allergic reaction to analgesics, increased urinary frequency, burning micturition, vaginitis, insomnia and low grade squamous intraepithelial lesion. Concomitant products included cefalexin monohydrate (celex) since 2017 for depression, lisinopril since 2017 for hypertension, topiramate (topamax) since 2017 for seizures as well as citalopram, drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), oral contraceptive nos from 2006 to 2008 and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced headache ("headaches") and nausea ("nausea"), 3 days after insertion of essure. In january 2008, the patient experienced skin disorder ("skin rash/ rashes,rashes or skin conditions type bumps all over the body") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). On (B)(6) 2008, the patient experienced fatigue ("fatigue") and anxiety ("anxiety"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower abdominal lower right side lower left side,abdominal pain"). In march 2008, the patient experienced depression ("depression,psychological or psychiatric problems condition: depression,psych injury related to essure"). In june 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("mood swings,hormonal changes") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"). In 2008, the patient experienced migraine ("migraines"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti/ utis"). In february 2010, the patient experienced eye pain ("eye pain behind left eye") and vision blurred ("blurred vision"). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe:pmdd"), visual impairment ("weakenes vision"), neck pain ("pain in base of neck"), genital haemorrhage ("bleeding"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device dislocation, abortion spontaneous, pregnancy with contraceptive device, premenstrual dysphoric disorder, vaginal haemorrhage, heavy menstrual bleeding, eye pain, depression, anxiety, vision blurred, visual impairment, dysgeusia, neck pain, back pain and intermenstrual bleeding outcome was unknown and the pelvic pain, seizure, skin disorder, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, mood swings, abdominal pain lower, genital haemorrhage, hypersensitivity and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye pain, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, mood swings, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, seizure, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The plaintiff experienced another pregnancy episodes with essure captured under case 2019-025227, 2019-025232 and 2019-025235. This is retain case duplicate of (2018-238185) this case insertion date on 2007 date controversy as per summons duplicate case initial documents. Plaintiff received treatment for allergy,psych injury and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes had not occluded. Results: total bilateral occlusion failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2008: result: failure to occlude. Pathology test - on (B)(6) 2018: cervix·: chronic cervicitis - endometrium: proliferative pattern - myometrium: non-polarizable foreign body with associated giant cell reaction - fallopian tubes: with bilateral coiled metal implants and no pathologic changes·. Ultrasound pelvis - on (B)(6) 2008: there is a 2.2 cm cyst in the left ovary which is likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 624838 manufacturing date: 2007-06 expiration date: 2009-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left essure spring moved into uterus/ migrated to the uterus"), device dislocation ("essure migrated to the fallopian tube"), pelvic pain ("pain/ pelvic pain"), pregnancy with contraceptive device ("pregnant with essure micro insert"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)/ eggs were badly damaged upon coming through my tubes") and seizure ("seizures") in a 24-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2003,(B)(6) 2006)) and recurrent pregnancy loss. Concurrent conditions included overweight, hypertension, abdominal pain, vomiting and menses irregular. Concomitant products included citalopram, lisinopril, oral contraceptive nos and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced rash ("skin rash/ rashes"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced urinary tract infection ("uti/ utis"). In (B)(6) 2010, the patient experienced eye pain ("eye pain behind left eye") and vision blurred ("blurred vision"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced premenstrual dysphoric disorder ("hormonal changes describe:pmdd") and visual impairment ("weakenes vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, eye pain, fatigue, weight increased, depression, anxiety, mood swings, vision blurred and visual impairment outcome was unknown and the pelvic pain, seizure and rash had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye pain, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, rash, seizure, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The plaintiff experienced another pregnancy episodes with essure captured under case (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: fallopian tubes had not occluded.. Pathology test - on (B)(6) 2018: cervix·: chronic cervicitis - endometrium: proliferative pattern - myometrium: non-polarizable foreign body with associated giant cell reaction - fallopian tubes: with bilateral coiled metal implants and no pathologic changes·. Ultrasound pelvis - on (B)(6) 2008: there is a 2.2 cm cyst in the left ovary which is likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, seizures, abnormal vaginal bleeding, dyspareunia, pelvic pain, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left essure spring moved into uterus/ migrated to the uterus'), device dislocation ('essure migrated to the fallopian tube,migration'), pelvic pain ('pain/ pelvic pain, chronic pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ eggs were badly damaged upon coming through my tubes') and seizure ('seizures') in a 24-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6)2003,(B)(6)2006)), recurrent pregnancy loss and chest pressure. Concurrent conditions included swelling of legs since (B)(6)2010, swelling arm since (B)(6)2010, dysuria since (B)(6)2009, overweight, hypertension, abdominal pain, vomiting, menses irregular, allergic reaction to analgesics, increased urinary frequency, burning micturition, vaginitis, insomnia and low grade squamous intraepithelial lesion. Concomitant products included cefalexin monohydrate (celex) since 2017 for depression, lisinopril since 2017 for hypertension, topiramate (topamax) since 2017 for seizures as well as citalopram, drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), oral contraceptive nos from 2006 to 2008 and sertraline hydrochloride (zoloft). On (B)(6)2008, the patient had essure inserted. On (B)(6)-2008, the patient experienced headache ("headaches") and nausea ("nausea"). In (B)(6)2008, the patient experienced skin disorder ("skin rash/ rashes,rashes or skin conditions type bumps all over the body"). In (B)(6)2008, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). On (B)(6)2008, the patient experienced fatigue ("fatigue") and anxiety ("anxiety"). On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual cycles") and abdominal pain ("pain lower abdominal lower right side lower left side,abdominal pain"). In (B)(6)2008, the patient experienced depression ("depression,psychological or psychiatric problems condition: depression,psych injury related to essure"). In 2008, the patient experienced migraine ("migraines"). In (B)(6)2008, the patient experienced mood swings ("mood swings,hormonal changes"). In (B)(6)2008, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert") and experienced abortion spontaneous (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced urinary tract infection ("uti/ utis"). In (B)(6)2010, the patient experienced eye pain ("eye pain behind left eye") and vision blurred ("blurred vision"). In (B)(6)2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe:pmdd"), visual impairment ("weakened vision"), neck pain ("pain in base of neck"), genital haemorrhage ("bleeding"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, device dislocation, pregnancy with contraceptive device, abortion spontaneous, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, eye pain, depression, anxiety, vision blurred, visual impairment, dysgeusia, neck pain, back pain and metrorrhagia outcome was unknown and the pelvic pain, seizure, skin disorder, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, mood swings, abdominal pain, genital haemorrhage, hypersensitivity and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye pain, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, seizure, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The plaintiff experienced another pregnancy episodes with essure captured under case (B)(4). This is retain case duplicate of (B)(4) this case insertion date on 2007 date controversy as per summons duplicate case initial documents. Plaintiff received treatment for allergy,psych injury and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6)2010: fallopian tubes had not occluded.results: total bilateral occlusion failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6)2008: result: failure to occlude. Pathology test - on (B)(6)2018: cervix·: chronic cervicitis. Endometrium: proliferative pattern. Myometrium: non-polarizable foreign body with associated giant cell reaction fallopian tubes: with bilateral coiled metal implants and no pathologic changes·. Ultrasound pelvis - on (B)(6)2008: there is a 2.2 cm cyst in the left ovary which is likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and mr received, new reporter , patient demographic , lab data, patient concomitant condition and medication and their indication, essure stop date , new event allergic or hypersensitivity reaction type: metal taste in mouth, pain lower abdominal lower right side lower left side base of neck, bleeding were added. Duplicate case (B)(4) in that initial and follow-up all information transferred to this retain case. Event back pain , metrorrhagia (bleeding b/w periods), hypersensitivity , vaginal infection from case (B)(4) duplicate deletion ,event outcome and lab data were added event skin rash/ rashes updated to rashes or skin conditions type bumps all over the body. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.